Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device on (B)(6) 2014.